Event description:
The customer reported to olympus, the bronchovideoscope had vertical line noise occur. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeled of 1mm2 or more and indication on connecting tube had a disappeared area of 1mm2 or more. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on charged coupled device unit. The device evaluation found the adhesive on the bending section cover had a chip. The connecting tube had a wrinkle. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesive around objective lens was peeled. Adhesive around the light guide lens was peeled. Light guide lens had a crack. Connecting tube had a dent. Universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling caused coating on insertion section tube to peel off and the marking on the insertion tube to disappear. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.